Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was reproduced. Based on the results of the investigation, a root cause could not be identified. The complaint was confirmed; the pc board was disassembled from the plug unit; three screws are missing and faulty plug unit. The most probable cause of the complaint is failure to follow instructions, problems traced to the user not following the manufacturer's instructions due to maintenance problem identified, a device malfunction or problem that occurs after production because the device was not properly maintained according to the instructions (e.g. Maintenance may be performed by user facility, distributor, or service provider). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image. It was observed during the device evaluation, the videoscope had a noisy image. The issue was observed during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.